Manufacturer narrative:
The complaint could not be confirmed. The programmer passed incoming functional tests. An error related to software update was noted in the device log. Media and storage doors were found to be damaged. Stylus cable was found to be damaged, but functional. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited interference in analyzer signals, during an implant procedure. It was noted that the analyzer cable was replaced, but the issue persisted. It was further noted that the issue caused a delay in the completion of the procedure. The programmer was returned for service. No patient complications have been reported as a result of this event.